Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture, capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side ¿rupture, pain, and capsular contracture, baker grade unknown.¿ the device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a crease fold. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side ¿rupture, pain, and capsular contracture, baker grade unknown.¿ the device was explanted.